Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The audio tone/beep functioned properly. Successfully downloaded history files and traces using thump/carelink. The low reservoir alarm was set to 20.0 units. The pump was programed with a bolus. After delivering the bolus, the units remaining in the pump status screen was 20.0 units and the pump properly alarmed low reservoir with audio alert. Programmed and delivered a 10.0-unit bolus. The pump properly alarmed low reservoir with audio alert (10 units remaining in the pump status screen). Programmed and delivered another 10.0-unit bolus. The pump properly alarmed reservoir estimate at 0 unit alert with audio and vibrate alerts. The low reservoir alarm functions properly during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Audio/vibrate anomaly/absence of alarm was not confirmed. Low reservoir alarm anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer changed the reservoir, however the pump shows that the insulin bottle was red, and the low reservoir did not alert as expected. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer did a complete rewind process, however the pump still shows a red insulin bottle icon and got another low reservoir alert saying that 0u. No harm requiring medical intervention was reported. No product return was required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.